Event description:
A (B)(6) male patient contacted zoll customer support to report that his charger's power cord was damaged. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device eval of battery charger sn (B)(4) has been completed. The reported problem (damaged battery power cord) has been confirmed. As received, the charger/modem would not power on. Upon eval, the power supply unit was defective. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply. The charger/modem was replaced.